Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("fallopian tubes showed focal areas of mild chronic inflammation") and genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) with pelvic pain and amenorrhoea ("ceased menstruating / amenorrhea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse"), allergy to metals ("allergic reaction of the essure nickel coils") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (partial hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the salpingitis, genital haemorrhage, abdominal pain lower, dyspareunia, amenorrhoea, allergy to metals and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, amenorrhoea, dyspareunia, genital haemorrhage, salpingitis and uterine leiomyoma to be related to essure. Diagnostic results: on (B)(6) 2011, surgical pathology report: plaintiff¿s fallopian tubes showed focal areas of mild chronic inflammation and fibroids. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of salpingitis ("fallopian tubes showed focal areas of mild chronic inflammation") and genital haemorrhage ("unusual bleeding") in an adult female patient who had essure (batch no. 755629-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included amenorrhea. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced abdominal distension ("stomach swelled up/stomach bloating"). In (B)(6) 2011, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) with pelvic pain and amenorrhoea ("ceased menstruating / amenorrhea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping/cramping"), dyspareunia ("painful intercourse"), allergy to metals ("allergic reaction of the essure nickel coils"), uterine leiomyoma ("fibroids"), abdominal pain upper ("stomach pain"), papilloma viral infection ("diagnosed hpv") and flatulence ("gas"). The patient was treated with acetylsalicylic acid (aspirin) and surgery (laparotomy with bilateral salpingectomy and removal of essure coil and myomectomy). Essure was removed on 29-aug-2011. At the time of the report, the salpingitis, genital haemorrhage, abdominal pain lower, dyspareunia, amenorrhoea, allergy to metals, uterine leiomyoma, abdominal pain upper, abdominal distension, papilloma viral infection and flatulence outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, amenorrhoea, dyspareunia, flatulence, genital haemorrhage, papilloma viral infection, salpingitis and uterine leiomyoma to be related to essure. The reporter commented: plaintiff states she no longer suffers from pelvic pain since bilateral salpingectomy. The patient tolerated the procedure well diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on an unknown date: hpv diagnosed on 30 august, 2011, surgical pathology report: plaintiff¿s fallopian tubes showed focal areas of mild chronic inflammation and fibroids concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: salpingitis, uterine leiomyoma. Most recent follow-up information incorporated above includes: on (B)(6) -2018: update of information (batch is invalid) incident no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('fallopian tubes showed focal areas of mild chronic inflammation') in an adult female patient who had essure (batch no. 755629-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included grand multiparity. On (B)(6) 2011, surgical pathology report: plaintiff¿s fallopian tubes showed focal areas of mild chronic inflammation and fibroids. Concurrent conditions included amenorrhea. Concomitant products included medroxyprogesterone acetate (depoprovera) for contraception. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced abdominal distension ("stomach swelled up/stomach bloating"). In (B)(6) 2011, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) with pelvic pain, amenorrhoea ("ceased menstruating / amenorrhea") and abdominal pain upper ("stomach pain"). On an unknown date, the patient experienced genital haemorrhage ("unusual bleeding"), abdominal pain lower ("cramping/cramping"), dyspareunia ("painful intercourse"), allergy to metals ("allergic reaction of the essure nickel coils"), papilloma viral infection ("diagnosed hpv"), flatulence ("gas") and menstrual disorder ("unusual periods") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with acetylsalicylic acid (aspirin) and surgery (laparotomy with bilateral salpingectomy and removal of essure coil and myomectomy). Essure was removed on (B)(6) 2011. At the time of the report, the salpingitis, genital haemorrhage, abdominal pain lower, dyspareunia, amenorrhoea, allergy to metals, uterine leiomyoma, abdominal pain upper, abdominal distension, papilloma viral infection, flatulence and menstrual disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, amenorrhoea, dyspareunia, flatulence, genital haemorrhage, menstrual disorder, papilloma viral infection, salpingitis and uterine leiomyoma to be related to essure. No further causality assessment were provided for the product. The reporter commented: plaintiff states she no longer suffers from pelvic pain since bilateral salpingectomy. The patient tolerated the procedure well plaintiff states she no longer suffers from pelvic pain since essure removal in (B)(6) 2011. Essure micro-inserts placed bilaterally in the fallopian tubes with 3 coils visible on right and 2 coils visible on the left. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on an unknown date: results: hpv diagnosed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: salpingitis, uterine leiomyoma. Pelvic pain lot#755629 reported is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of salpingitis ('fallopian tubes showed focal areas of mild chronic inflammation'). In an adult female patient who had essure (batch no. 755629-inv), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "did not undergo confirmation test". The patient's medical history included: grand multiparity. On (B)(6) 2011, surgical pathology report: plaintiff¿s fallopian tubes showed focal areas of mild chronic inflammation and fibroids. Concurrent conditions included: amenorrhea. Concomitant products included: medroxyprogesterone acetate (depoprovera) for contraception. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced abdominal distension ("stomach swelled up/stomach bloating"). In (B)(6) 2011, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) with pelvic pain, amenorrhoea ("ceased menstruating amenorrhea") and abdominal pain upper ("stomach pain"). On an unknown date, the patient experienced genital haemorrhage ("unusual bleeding"), abdominal pain lower ("cramping/cramping"), dyspareunia ("painful intercourse"), allergy to metals ("allergic reaction of the essure nickel coils"), papilloma viral infection ("diagnosed hpv"), flatulence ("gas") and menstrual disorder ("unusual periods"). And was found to have uterine leiomyoma ("fibroids"). The patient was treated with acetylsalicylic acid (aspirin) and surgery (laparotomy with bilateral salpingectomy and removal of essure coil and myomectomy). Essure was removed on (B)(6) 2011. At the time of the report, the salpingitis, genital haemorrhage, abdominal pain lower, dyspareunia, amenorrhoea, allergy to metals, uterine leiomyoma, abdominal pain upper, abdominal distension, papilloma viral infection, flatulence and menstrual disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, amenorrhoea, dyspareunia, flatulence, genital haemorrhage, menstrual disorder, papilloma viral infection, salpingitis and uterine leiomyoma to be related to essure. The reporter commented: plaintiff states, she no longer suffers from pelvic pain since bilateral salpingectomy. The patient tolerated the procedure well. Plaintiff states, she no longer suffers from pelvic pain since essure removal in (B)(6) 2011. Essure micro-inserts placed bilaterally in the fallopian tubes with 3 coils visible on right, and 2 coils visible on the left. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix: on an unknown date, results: hpv diagnosed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: salpingitis, uterine leiomyoma. Pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pif received: event: unusual periods was added. Previously reported event of genital hemorrhage downgraded to non-serious. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of salpingitis ("fallopian tubes showed focal areas of mild chronic inflammation") and genital haemorrhage ("unusual bleeding") in an adult female patient who had essure (batch no. 755629) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included amenorrhea. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced abdominal distension ("stomach swelled up/stomach bloating"). In (B)(6) 2011, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) with pelvic pain and amenorrhoea ("ceased menstruating / amenorrhea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping/cramping"), dyspareunia ("painful intercourse"), allergy to metals ("allergic reaction of the essure nickel coils"), uterine leiomyoma ("fibroids"), abdominal pain upper ("stomach pain"), papilloma viral infection ("diagnosed hpv") and flatulence ("gas"). The patient was treated with acetylsalicylic acid (aspirin) and surgery (laparotomy with bilateral salpingectomy and removal of essure coil and myomectomy). Essure was removed on (B)(6) 2011. At the time of the report, the salpingitis, genital haemorrhage, abdominal pain lower, dyspareunia, amenorrhoea, allergy to metals, uterine leiomyoma, abdominal pain upper, abdominal distension, papilloma viral infection and flatulence outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, amenorrhoea, dyspareunia, flatulence, genital haemorrhage, papilloma viral infection, salpingitis and uterine leiomyoma to be related to essure. The reporter commented: plaintiff states she no longer suffers from pelvic pain since bilateral salpingectomy. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on an unknown date: hpv diagnosed. On (B)(6) 2011, surgical pathology report: plaintiff¿s fallopian tubes showed focal areas of mild chronic inflammation and fibroids. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: salpingitis, uterine leiomyoma. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Stomach pain, swollen stomach, diagnosed hpv, gas, did not perform essure confirmation test were added. Patient's medical history was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.